Event description:
A consumer reported that immediately following an intraocular lens (iol) implant procedure 15 months ago, she experienced foggy vision, tearing and itchy eyes. She is concerned that she may be allergic to the iol. She has had a yag capsulotomy performed twice in each eye, but she continues to complain of not being able to see. Additional information was requested. There are two manufacturer reports associated with this event.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2015. (B)(4).